Manufacturer narrative:
The report of low speed and pump stoppage events was confirmed during the evaluation of the returned pump. The pump was returned with the driveline severed approximately 3.5 inches from the pump housing and the severed portion was not returned. Examination of the pump blood-contacting surfaces found a red, tissue-like thrombus in the outlet stator. The thrombus extended through the stator and was protruding from the distal side. The tissue did not show laminated layering, indicating that the thrombus did not likely form in the outlet stator. The observed thrombus could have caused increased rotor drag, resulting in the low speed and pump stoppage events, pump power increases, and decreased pi captured on the submitted log file. The evaluation could not determine the origins of the thrombus. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found the wires to be unremarkable. Electrical continuity testing did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced pump stoppage events while the lvad system was connected to the power module. It was also observed that the pump was not maintaining the set speed. X-rays reviewed by the manufacturer's technical services representative appeared unremarkable. It was reported that a driveline issue or pump thrombus was suspected. On (B)(6) 2016, the patient underwent a pump exchange. No additional information was provided.